Manufacturer narrative:
(B)(4).

Event description:
It was reported that undersensing and high capture thresholds were observed on the right ventricular lead. No patient symptoms were reported. The lead was explanted and replaced. The patient was noted to be in good condition following the procedure.